Event description:
The customer reported two (2) false positive result with the ID now covid-19 assay performed on a direct tested nasal swabs. Repeat testing was performed however the results were not provided. Confirmation testing on nasopharyngeal swabs with pcr. The results and the date of the test (B)(6) 2021. He results and the date of the test (B)(6) 2021 the customer stated the patient was asymptomatic.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1015091 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit 190-000 /lot 1015091 and test base part number 190-430 / lot 1015091. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 101509 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.